Event description:
Rptr complains of burning headaches, insomnia, weight loss, degenerative disc disease, depression, sciatica, fatigue, arthritis symptoms, joint swelling, pain, and stiffness, muscle fatigue, swelling of hands and fingers, breast tenderness, cold fingers, feet and legs, hair loss, general aching and stiffness, swollen glands in neck, breast wrinkling, and muscle weakness.